Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: (B)(6) 2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One of the three reported prior to use devices and four unopened devices were returned for investigation. No damage was noted on any of the devices. For the opened device, the distance between the cap and hub was measured to be out of specification. During the tug and twist test the tubing rotated within the cap, but the tubing flare did not pull out of the cap when tugged on. During the leak test, the device leaked at the distal end of the cap. All four unopened devices passed the tug and twist tests as well as the leak test. The distance between the cap and hub was measured to be within specification. Relevant dimensions such as catheter outer diameter and connector cap inner diameter were measured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record showed one related nonconformance, but all nonconforming product was scrapped and quality control procedures were performed on all devices in the lot. A database search revealed no other complaints under this lot number at the time of this investigation. There is no evidence that nonconforming product exists in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. Prior to patient contact, three devices were found to be leaking at the hub. No other adverse effects were reported for this incident.